Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) k121629. (B)(4). Similar to device under 510(k) k121629. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: on (B)(6) 2016, during the index procedure the patient had a celect filter placed. Primary reason for filter placement was a current pulmonary embolism (pe) with no contraindication to anticoagulation, but an added risk due to a surgical or endovascular procedure. The inferior vena cava (ivc) diameter at the intended filter location was 16 mm. The ivc was noted to have no anomaly or thrombus prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or thrombus present in the ivc. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 16 mm. There was no evidence of filter deformation or migration. Filter tilt was 5.2 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. The post-procedure x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt was 13.5 degrees in the ap view. On (B)(6) 2016 (106 days post-procedure), it was determined that the filter was no longer clinically needed and was removed with minimal difficulty. The pre-retrieval x-ray was completed the same day and revealed no evidence of filter fracture, embolization or migration. Filter tilt was < 6 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 16.2 degrees in the ap view. Patient outcome: on (B)(6) 2016 (106 days post-procedure), the patient exited the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). After investigation the event for this pr# is no longer reportable. (B)(4). Summary of investigational findings: investigation is based on review of the clinical images. The review finds the reported tilt to be relative to the posterior spinous processes. Relative to the center line of the ivc the tilt is only 4°, and should therefore not be considered a significant tilt due to patient's anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2016, during the index procedure the patient had a celect filter placed. Primary reason for filter placement was a current pulmonary embolism (pe) with no contraindication to anticoagulation, but an added risk due to a surgical or endovascular procedure. The inferior vena cava (ivc) diameter at the intended filter location was 16 mm. The ivc was noted to have no anomaly or thrombus prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or thrombus present in the ivc. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 16 mm. There was no evidence of filter deformation or migration. Filter tilt was 5.2 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. The post-procedure x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt was 13.5 degrees in the ap view. On (B)(6) 2016 (106 days post-procedure), it was determined that the filter was no longer clinically needed and was removed with minimal difficulty. The pre-retrieval x-ray was completed the same day and revealed no evidence of filter fracture, embolization or migration. Filter tilt was < 6 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 16.2 degrees in the ap view. Patient outcome: on (B)(6) 2016 (106 days post-procedure), the patient exited the study.